Event description:
It was reported that an infusor lv 10 ml/hr had an underinfusion. The customer stated that 80 ml of the non-baxter drug remained inside the infusor at the end of infusion. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.